Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 2000,0 mcg/ml at 900,0 mcg/day via an implantable pump. The indication for use was not reported. It was reported and confirmed via logs that a motor stall occurred on (B)(6) 2019 at 16:32, and tube set occurred on (B)(6) 2019 at 16:32. The pump had not recovered from the motor stall. The cause of the motor stall was not determined. The patient did not undergo an MRI on (B)(6) 2019. It was originally noted that ¿it seemed there was no alarm anymore¿ (as of (B)(6) 2019). However, it was further clarified that the alarm was sounding. The patient experienced lost efficacy. Actions/interventions taken to resolve the motor stall included interrogation of the pump. The pump would be replaced soon. The issue was not resolved. The patient¿s weight was ¿+-100kg¿. The implant date of the pump was unknown, but it was noted that the pump was 2 months from elective replacement indicator (eri). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient was hospitalized for withdrawal symptoms at a hospital that did not know intrathecal baclofen therapy. After the patient¿s hcp returned from vacation, the patient received a substitution medication and was better. The pump was replaced. The pump would be returned to the device manufacturer. The issue was resolved. The patient's status was alive - no injury. There were no environmental/external/patient factors that may have led or contributed to the issue. The implant date was unknown. Information regarding the patient¿s weight, medical history, and other medications was unavailable.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two and the lower shaft of the rotor. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.